Event description:
It was reported that the pt's pump was removed due to pocket erosion that occurred three different times. The medication being delivered via the device system was not reported. Additional info has been requested, a follow-up report will sent if additional info becomes available.

Manufacturer narrative:
(B) (4).